Event description:
Lens tore upon insertion with unknown cartridge. Surgeon enlarged the incision to remove lens and incision was sutured closed. Pt's best-corrected visual acuity was 20/20 postoperative.